Manufacturer narrative:
(B)(4). At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. Any add'l information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the 3100 high frequency oscillating ventilator (hfov), during disconnection of the patient circuit machine the unit would normally stop and generate an alarm, but there was no audible alarm noted. The customer crosschecked the alleged defective alarm board with a replacement and the issue was resolved.